Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: during investigation, moisture corrosion was observed in the battery compartment. The keypad was found to be fully intact; no peeling or damage was observed. The pump was unresponsive with a blank display screen and without vibration or audible tone. The keypad was removed and no contamination was found on any of the keypad button contacts. A leak test was performed and a leak was identified at cracks in the battery compartment. The pump cover was opened and moisture was found on the printed circuit board and keypad flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was also noted that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.